Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The customer returned gds system was tested with no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the zero point during periodic maintenance. There was no patient involvement.